Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7107002.

Event description:
It was reported that the patient was experiencing pain at the lead site due to right lead moved down a vertebral body. It was also noted that the patient was not getting any stimulation. The patient underwent a lead revision procedure wherein one 1 lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50, (sn: (B)(6)). The returned lead was analyzed and upon visual microscope and x-ray inspection, it was revealed that the multiple cables were completely broken at the bent location of the lead. The bent location is 2 centimeters from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint.

Event description:
It was reported that the patient was experiencing pain at the lead site due to right lead moved down a vertebral body. It was also noted that the patient was not getting any stimulation. The patient underwent a lead revision procedure wherein one 1 lead was replaced. The patient was doing well postoperatively.